Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed. A field service engineer reset all cables and connections, released all pockets, and reinserted them after clearing away any debris from beneath the pockets. The station was then restarted. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had failed drawer. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.